Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag was backing up and the customer wanted to know what could be causing it. Also stated that it was dripping a drop at a time.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "improper tolerancing (fit between the valve body and valve lever)". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the drain bag was backing up. Customer stated that the drain bag was dripping a drop at a time.